Manufacturer narrative:
Section d10 references: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type extension product ID 3708660, serial#(B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 09-may-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 09-may-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient exp erienced a swollen chest pocket from an infection. The hcp tried to treat the infection with antibiotics, and when it didn¿t resolve they chose to explant. It was unknown what led to the infection. The patient underwent surgical intervention on (B)(6) 2024 where the site was cleaned and treated and the entire system was removed with a plan to reimplant a new system to a different location. Following reimplants with a new system the device was working, therapy was on, and the infection was cleared.